Manufacturer narrative:
Subsequently this device was explanted and will be returned for analysis. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed this device was operating in a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy was/were available. Detailed analysis found that diagnostics built into the device detected unexpected changes in certain locations of device memory. The cause of the device behavior was concluded to be software corruption induced by radiation therapy. Device performance following radiation exposure is discussed in product labeling.

Manufacturer narrative:
A request for further analysis was made to technical services and engineering. Technical services requested a copy of the warning printout. The warning is expected to show a red background and the device should emit beeping tones. The device software has detected a memory failure that the device can not correct. Technical services discussed programming the device fallback mode as appropriate for this patient and to schedule a device replacement. At this time there is no additional information available. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up of this device interrogation of the device showed an error code. Device functionality was permanently limited to a single zone shock configuration, tachycardia therapy and duration remained programmable while pacing was not programmable after the error code appeared. It was noted that this patient had undergone chemotherapy. An urgent procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon further information this investigation will be updated.